Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on january 29, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the autopulse li-ion battery (sn: (B)(4)) failed to power up any of the customer's autopulse platforms. As per the customer, the battery was regulary charged during routine shift checks. No further information was provided. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.

Manufacturer narrative:
B5 (describe event or problem) was updated. The reported complaint of "the autopulse li-ion battery (sn: (B)(6) failed to power up autopulse platforms" was confirmed during functional testing. The possible cause for this battery failure based on the archive data review was a defective mcc bay. Upon visual inspection, no physical damage was observed, and one flashing red light was lit on incoming inspection. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc) and displayed a red led flashing after the charging attempt. Review of the battery archive shows that on (B)(6) 2021 (around the reported event date), the customer inserted the battery in the charger, but the battery failed to charge and recorded a disabled error message (pd-state found on pre-charge). The battery was disabled by the mcc, probably due to a defective mcc bay. Based on the archive data files, the battery was last charged successfully on (B)(6) 2020 and was last used/inserted in an autopulse on (B)(6) 2021. It is possible that the customer observed the battery was fully charged before inserting it into the charger on january 8th, or possibly, they reported the charge status from a battery with a different serial number. Requested the customer to send the mcc to zoll canada for evaluation.

Event description:
During shift check, the autopulse li-ion battery (sn: (B)(6) failed to power up autopulse platforms. As per the customer, the battery was fully charged (showing 4 solid green led lights) prior to inserting it into the autopulse platforms. Other li-ion batteries were tested on the same multi-chemistry battery charger (mcc), and the batteries were all successfully charged. The battery was tested on another mcc, and the same results were observed. No patient involvement.